Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed one spline was bent and an electrode was observed lifted with sharp rings. These conditions could be related to the handling of the device before the procedure; however, this cannot be conclusively determined. During the inspection, residue of adhesive was observed on the electrode, which suggests correct manufacturing of the device. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The bent tip issue reported by the customer was confirmed. The potential cause of the bent spline and electrode damage could not be determined. The instructions for use (IFU) contains the following warnings and precautions: excessive bending or kinking of the catheter shaft or spines may damage lead wires and cause loss of electrode function. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified an electrode was lifted with sharp rings. It was initially reported by the customer that the octaray was taken out of the package it was observed that some of the splines were deformed. The octaray was replaced and the procedure continued. There was no patient consequence. Additional information received indicated there were no exposed wired or damaged rings and no resistance. One of the splines was pre-deformed prior to insertion. A boston scientific faradrive sheath, 16.8 fr was used. The customer's reported bent splines issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 7-dec-2024, the bwi pal revealed that a visual inspection of the returned device found an electrode was lifted with sharp rings. These findings were reviewed and assessed the finding as an MDR reportable malfunction.